Manufacturer narrative:
(B)(4). The customer reported getting an error 10000, cycle power message. No patient involvement was reported. The device was evaluated by a philips field service engineer. The symptom was verified. The power pca was replaced to resolve the issue.

Event description:
The customer reported getting an error 10000, cycle power message. No patient involvement was reported.